Event description:
Optician reported patient diagnosed with corneal ulcer and referred to a hospital. Medical documentation received from hospital. Patient presented with red, painful, watery left eye. Patient was diagnosed with microbial keratitis which doctor related to contact lens wear and treated with an antibiotic. The ulcer was not central, and there was no permanent decrease in visual acuity. A culture tested positive for coliform. After one month of treatment, patient recovered.

Manufacturer narrative:
The complaint product was not returned for evaluation. Sealed lenses were returned and found to be within specifications. The lot device history records were reviewed and show that all requirements were met. Based on all information, no casual factors can be determined and no conclusion can be drawn.